Event description:
It was reported that the patient experienced a change in therapeutic effect, and there was an aspiration issue with the pump and catheter. The pump was implanted on (B)(6) 2012, and following the implant, the patient felt like they were getting too much drug, was "profoundly weak", and flaccid. The healthcare provider (hcp) tried to decrease the pump dose but the concentration of baclofen was 2000 mcg/ml; the hcp was only able to decrease the dose to 96 mcg/day (from 100 mcg/day). It was unclear if the pump contained baclofen or lioresal. It was further reported the hcp experienced difficulty while aspirating the drug out of the pump reservoir while trying to fill the pump with the lower concentration of drug, to help relieve patient's symptoms. The hcp wanted to change concentrations because the patient was "too weak to participate in rehab;" the patient was too loose with the current concentration of 2000 mcg/ml. It was noted the hcp's hands were shaking when trying to aspirate. The hcp was eventually able to aspirate the drug and refill with a lower concentration of drug. The hcp also tried to access the cap (catheter access port), using fluoroscopy, and was able to access the cap, but could not pull back any fluid. The provider programmed the pump to deliver 25 mcg/day of 500 mcg/ml drug concentration since he was unable to aspirate the old drug from the pump tubing and catheter. It was later reported on (B)(6) 2012, that the patient was receiving effective therapy. Additional information has been requested, however, was not yet available at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8870, product type software; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).